Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, it was noted that there were low impedance and out-of-range sensing and pacing measurements on the left ventricular (lv) lead. X-ray imaging was conducted that confirmed the lv lead dislodgement. The lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The lead was returned for dislodgement. The other reported events of low impedance, out-of-range sensing and pacing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead did not find any anomalies. The s-curve portion was not returned with the lead.